Event description:
It was reported by the customer that the pyxis medstation es system drawer had failed, and also the station was offline. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty bus board. A field service engineer opened the back of the station and found the bearing cage crushed up behind the drawer and removed the cage further. Consequently, plugged the drawer in the use with failed drawer. A short sizzled in the drawer and smoke was seen. No fire. Shut down the station and unplugged the whole drawer. The solenoid froze up on the second drawer. Leaving the drawer unplugged, booted the station into the app. Further, replaced the half height drawer 3 on the main with a new one, but the issue still persists. The issue was resolved by replacing the bus board. The system functioned as intended after the field service engineer troubleshooted the device.